Manufacturer narrative:
Investigation: bd has not received samples or photos from the customer facility for investigation; therefore, the investigation was limited. However, bd is aware of the issue and corrective actions have been established and are in the process of being implemented. A review of the manufacturing records was completed for the incident lot number and no issues were identified. As no samples and photo were received for evaluation from the incident lot number, the customer¿s indicated failure mode of ¿defective locking mechanism¿ with the incident lot was not observed. However, bd is aware of the issue and further investigation has been initiated. The investigation is still on-going and improvements will be made as the potential causes of ¿defective locking mechanism¿ are identified. A CAPA has been initiated to document the investigation and root cause analysis of the reported incidents. The CAPA investigation is currently on-going and will be updated as potential root cause(s) are identified.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the safety of the 21 g x 1.25 in. Bd eclipse¿ blood collection needle with luer adapter falls off during use. There was no report of injury or medical interventions.